Event description:
It was reported that the pump battery was unresponsive. There was no reported adverse impact to customer's blood glucose level. Multiple follow up attempts from tandem technical support was made to obtain additional information, however, a response from the customer was not received.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.